Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. The field service engineer (fse) reported that a cubie pocket in drawer 6 had not been inserted correctly, which prevented drawers 5 and 6 from opening. The tss manually opened drawers 5 and 6 to fix the jammed cubie pocket. After this action, the drawers were opening properly. The system functioned as intended after the field service engineer repaired the device.